Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 8am. The patient manages her diabetes with metformin pills (750 mg). It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue. About 3-4 days after the start of the alleged issue, the patient claims she felt symptoms of jittery and had a headache. The patient took an increased dose of her metformin pills (1000 mg) as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted the incorrect batteries were replaced in the subject meter. There was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. An incorrect battery type was being used. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.